Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that when patient presented for a follow-up, battery voltage had over 8 months of longevity remaining. The following day, patient presented in-hospital after receiving a patient notification, eos was observed. Premature battery depletion was suspected. The device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Review of battery trend data indicated that a sudden drop in battery voltage was observed within a few days. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.